Event description:
It was reported that a patient presented in-clinic with dislodgement noted on the right ventricular lead which was confirmed with x-ray imaging. This resulted in over-sensing and loss of capture. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.